Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was planned for explant due to infection and vegetation on the leads. No further patient complications have been reported as a result of this event.